Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead dislodgment was noted on x-rays. No intervention was performed. No patient symptoms were reported.